Event description:
The following information was received on july 19, 2024, from the distributor: the customer precise a failure implantation because the balloon was leaking.

Event description:
The following information was received on (B)(6) 2024, from the distributor: the balloon did not inflate when attempting to deploy the stent.

Manufacturer narrative:
Following the device arrival, a device analysis was signed on (B)(6) 2024 (see eclosed). On (B)(6) 2024, a review of IFU for customer complaint was performed - no deviation was reported. Final complaint report, signed on (B)(6) 2024, revealed the following conclusions: 1. The DHR (device history record) review of lot # lnrin0815c indicates that the product was supplied meeting specifications. 2. The event classification was modified after device analysis from "balloon, leakage, in patient" to "balloon, inflation difficulty, in patient"* 3. The origin of the inflation difficulty was hub damage and not balloon leakage. 4. The results of this investigation indicate that the returned product was supplied to the customer meeting specifications, and that the reported event is a consequence of user handling/ technique. 5. No relation was found to medinol's manufacturing processes. 6. The events of this complaint are addressed in the dfmea report # 900170398, rev.12, and the risk remains low. No new risks were identified. 7. There was no injury to the patient. *the device analysis conclusion reduced the severity of the reported event. Events with such severity are - "non-reportable".